Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/28/2017 with the following findings: the keypad was found to be intact; no damage was observed. All of the keypad buttons responded appropriately to button presses. The keypad cover was removed and no contamination was found under the button contacts. The complaint of unresponsive keypad buttons was not duplicated during testing. The pump cover was removed and moisture damage was found on the keypad flex connector. Unrelated to the original complaint, investigation revealed a crack in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that keypad buttons were under responsive. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.